Event description:
It was reported that the screen on the 6800 system would freeze up when the foot-switch was pressed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The pc boards were re-seated during the svc call. The system was tested and found to be working as intended and put back into svc.